Event description:
Customer reported receiving a software error alarm. The customer also reported having issues with the battery running low. Customer was advised his alarm was a program safety alarm. The customer also stated the alarm did not occur during priming. His blood glucose was 120 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and cracked case near the display windowd corners. All operating currents tested within specification, and no unexpected weak battery, low battery or other alarms noted.